Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery jumped from 85% to 20% back up to 75% within minutes. In addition, the pump touchscreen was cracked. The pump was still functional, however, the customer did not know how the touchscreen became cracked. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the cracked touchscreen was verified but the alleged battery issue could not be verified.